Event description:
It was reported that during an acl reconstruction the physician (B)(6) was using a bilok drive, 25mm. Intra-operative the driver tip broke off. The manufacturer was unable to confirm if the piece was retrieved. The procedure was completed and no patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight, and gender were not available.